Event description:
Additional information was received that an alert from the remote home monitoring system was received for another high out of range shock impedance measurement of 127 ohms. Boston scientific technical services (ts) was consulted and discussed that the physician could consider reprogramming the alert to 150 ohms or performing 1.1 and 41 joule shocks. The clinician stated that she would discuss the options with the physician. At this time the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that increased right ventricular (rv) lead shock impedance measurements greater than 125 ohms were observed. Additional information was sought from the local area sales representative, however at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received from the clinician that the physician opted to not perform any additional testing at this time and will continue to monitor the patient. The physician also plans to increase the shock impedance measurement for the remote monitoring alert to be triggered to 150 ohms at the patient's next follow up visit in three months. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.